Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The suction channel tested positive for one (1) colony forming unit (cfu) of pseudomonas aeruginosa and pseudomonas spp. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed to obtain information regarding the customer's cleaning, disinfection, and sterilization processes, but no response has been received from the customer.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels of the scope were cultured. Two (2) colony forming units (cfu) of coagulase-negative staphylococci were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Multiple attempts were made to obtain the customer's cleaning, disinfection and sterilization checklist, but the customer did not respond. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: light guide rod lens was cracked, suction cylinder was scratched, switch section had unclear indication, angulation under specification. Biopsy channels were not clean/free from foreign material however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. The bacteria types identified by olympus were different from the ones detected by the third-party labs which was ordered by the user. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.